Event description:
The plaintiff alleges that while working as certified nurse the plaintiff wore and was continuously exposed to antigenic natural latex proteins in latex gloves. The plaintiff alleges that in 1998 following a rast test, plaintiff was diagnosed by dr as being allergic to latex. The plaintiff also has become sensitized to latex, and is now subjected to increased health risks. The plaintiff is subjected to an increased risk of anaphylactic reactions to latex products. Furthermore, the plaintiff has suffered substantial injury, pain and suffering as well as economic loss, mental pain and anguish. Finally, the plaintiff's spouse reportedly has suffered the loss of support, services and companionship of the plaintiff.